Event description:
It was reported that the charger stopped functioning and would not illuminate, and the user requested a replacement; the agent advised that using an iphone charger would be off label, noting the device uses a qi inductive charger with 10-watt output, and the user reported the ilet remained at approximately one-quarter battery with no impact to glucose control. Customer care provided support which included technical support troubleshooting and user education. Investigation of this case revealed a suspected charger malfunction. No clinical symptoms reported. Outcomes included no reported clinical impact or need for medical care. It was concluded that the charger likely failed, with replacement arranged and no patient harm reported.